Event description:
Catheter was opened. The function of the catheter was then tested prior to insertion into the body. Test showed catheter was not functioning properly, so it was not used. There was no harm to the patient.